Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
When attempting traction removal, the retention dome broke and fell into the stomach.